Event description:
A 87 yr old admitted with history of long standing narrow angle glaucoma peripheral iridectimies previously done. Now has phacomorphic cataracts which have decreased vision to 20/70. On 1/26/95 he had a left cataract extraction. The surgery consisted of a phacoemulsification with placement of a posterior capsular intraocular lens. As the phaco tip from the phacoemulsification machine was introduced into the anterior chamber, the tip immediately plugged & a contractur (burn) occured at the wound entry. Sutures were then required to close the wound. This caused an astigimatism to develop. Vision has now decreased.